Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working had critical pump error and open book image. Customer stated that insulin pump performed safety checks and an error was found. Customer stated a broken force sensor detected during seating or regular delivery error was displayed before the open book image was displayed on the screen. Customer states pump was exposed to moisture and had water in battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.